Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse confirmed the high results by running psa sample dilution solutions and receiving 0.06ng/ml result. The fse cleaned the detector, and substrate. The fse decontaminated the analyzer but results were still above 0. Fse recalibrated the psa, ran precision with the sample dilution solution, then repeated the detectable samples, and all sample results were within expected range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There are 3 similar complaints found during the searched period including this case. The st pa, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated or decreased psa values. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported discrepant results for prostate specific antigen (psa) could not be established.

Event description:
A customer reported discrepant results for prostate specific antigen (psa) on the aia-900 analyzer. The customer stated that five patient samples that were previously undetectable based on patient result history are now reporting results with values ranging from 0.06 - 0.09 ng/ml. The sample were repeated and same result with values. The customer indicated that quality control (qc) is in range. A field service engineer (fse) was dispatched to assist the customer with the issue. There is no indication of any patient intervention or adverse health consequences due to the reported event.